Event description:
(B)(6) clinical study. Same patient as MDR ID# 2134265-2012-06658. It was reported that post coronary stenting treatment procedure, angina and 'jailing" occurred. In (B)(6) 2011, the subject presented with chronic chest pain and dizziness. The subject was diagnosed with stable angina (ccs class: 2) and cardiac catheterization was recommended which revealed an 80% stenosed lesion located in the proximal left circumflex (lcx) artery. The lesion was 10mm long with a reference vessel diameter of 2.50mm and treated with direct stent placement using a 2.50 x 12mm taxus liberte stent with 0% residual stenosis. The subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2012, the subject presented with chest pain and progressive angina symptoms. Cardiac catheterization was recommended which revealed an 80-90% stenosed lesion located in the mid lcx involving the 1st om and 2nd om. The lesion was treated with direct placement of a 2.25 x 20mm ion stent in the mid lcx extending into 1st om and overlapping the study stent previously placed in the proximal lcx with 0% residual stenosis. Placement of the 2.25 x 20mm ion stent led to the "jailing" of the ostial 2nd om. This was treated with dilatation using a 1.50 x 12mm apex balloon with 40% residual stenosis and excellent flow on run off. The event was considered resolved, without residual stenosis, and was advised to continue effient.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).